Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found error code 43639. Functional testing was able to duplicate the customer reported issue. The investigation found that the mainboard was faulty. The mainboard was replaced.

Event description:
It was reported that the device had error on front screen. The event occurred during setup (prior to use). There was no patient involvement, and no patient harm/adverse event reported.